Event description:
It was reported that during a lap sigmoid procedure, when went to close instrument, heard a snap and the jaw broke on instrument. It was the initial firing. No pt consequence. One device returning.